Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the article 'transcatheter mitral valve implantation: implications of interventional technique and 3d echocardiography for complex valve in valve paravalvular leak', the patient presented with worsening shortness of breath on minimal exertion over 1 year post valve in valve tmvr procedure with a 29mm sapien xt valve in a degenerated unknown surgical valve. Tee report showed moderate to severe paravalvular leak with the regurgitant jet originated between the outer surgical bioprosthesis and the inner sapien xt valve. Tee also showed the sapien xt valve positioned too atrial indicating possible malposition or displacement. The patient underwent a transseptal pvl closure using an amplatzer vascular plug. Upon advancing the amplatzer device over the guidewire through the pvl site, the device appeared to be extending through the sapien valve struts into its lumen, affecting the leaflet mobility and causing significant transvalvular mitral regurgitation. The procedure was aborted, and it was decided to perform balloon valvuloplasty to post dilate the sapien xt valve. The pvl was noted to be moderate with mild improvement, so it was decided to implant a 29mm sapien 3 valve. The patient underwent a successful valve in valve in valve procedure with a 29 mm sapien 3 valve. Echo report revealed trace central mitral regurgitation with a mean gradient of 3 mmhg and complete resolution of the pvl. After the procedure, the patient's exercise tolerance improved and an echocardiogram at 6 months was consistent with trace mitral regurgitation.

Manufacturer narrative:
Correction to h6 based on additional information. The complaint for paravalvular leak worsening, malposition and leaflet motion restricted in patient were confirmed based on the provided imagery. Imagery was provided through the article and revealed the following: mitral regurgitant jet originated between the outer surgical bioprosthesis and the inner sapien xt thv. The paravalvular leak location. The valve on either side of the annulus was noted to be of unequal sizes, indicating possible malposition or displacement. The guidewire passing between the two bioprosthetic valves to close the leak. Leaflet mobility effected during transseptal pvl closure. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was deployed in the mitral position within a pre existing surgical valve, which is not an indicated use of the device. Therefore, this was off-label operation. As reported, 'the patient presented with worsening shortness of breath on minimal exertion over 1 year post valve in valve tmvr procedure with a 29mm sapien xt valve in a degenerated unknown surgical valve. Tee report showed moderate to severe paravalvular leak with the regurgitant jet originated between the outer surgical bioprosthesis and the inner sapien xt valve.' Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the valve was implanted in the mitral position within a pre-existing surgical valve. This was an off-label operation. As such, available information suggests that procedural factors (off label operation) may have contributed to the complaint event. As reported, 'tee also showed the sapien xt valve positioned too atrial indicating possible malposition or displacement'. Valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, the valve was implanted in the mitral position within a pre-existing surgical valve. This was an off-label operation. As such, available information suggests that procedural factors (off label operation) may have contributed to the complaint event. As reported, 'the patient underwent a transseptal pvl closure using an amplatzer vascular plug. Upon advancing the amplatzer device over the guidewire through the pvl site, the device appeared to be extending through the sapien valve struts into its lumen, affecting the leaflet mobility and causing significant transvalvular mitral regurgitation'. In this case, the restricted mobility of the mitral valve leaflet during transseptal paravalvular leak (pvl) closure is attributed to excessive manipulation. Specifically, during the transseptal pvl closure procedures, the amplatzer device passed through the valve struts, interacting with the leaflets and causing damage. As a result, the leaflet motion became restricted, leading to transvalvular mitral regurgitation. As such, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.